Event description:
It was reported that the patient was having difficulty charging ipg as had to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed per facility policy.